Event description:
It was reported that during procedure to stent a lesion in the celiac artery using two assurant cobalt devices, the physician had difficulty passing the devices into the artery at both attempts. It was reported that the 'stents got damaged'. A coronary stent was implanted to complete the procedure.

Manufacturer narrative:
Results: stent embolization. Conclusion: stent embolization. (B)(4).

Event description:
Device evaluation: the device was returned for analysis. The distal tip was slightly flared. The stent was not present on the returned delivery system. The stent was not returned. Crimp impressions were evident on the balloon surface of the device. There were no further anomalies noted on the delivery system.

Manufacturer narrative:
Evaluation results: (based on the information available no root cause can be determined). (No device return); no results available since no evaluation performed. Evaluation conclusion: (based on the information available no root cause can be determined). (No evaluation). (B)(4).

Manufacturer narrative:
Evaluation results: unapproved use of device (assurant cobalt over the wire iliac stent system is indicated for lesions located in the internal, external and common iliac arteries). Failure to follow instruction (IFU recommends pre-dilation of the lesion/vessel prior to delivery of the assurant cobalt device). (Unable to confirm root cause). Evaluation conclusion: failure to follow instruction (IFU recommends pre-dilation of the lesion/vessel prior to delivery of the assurant cobalt device) 24 off-label, unapproved, or contraindicated (assurant cobalt over the wire iliac stent system is indicated for lesions located in the internal, external and common iliac arteries).